Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that customer experienced recurring cartridge alarms while using pump, and was unable to successfully load a cartridge and continue insulin therapy despite following proper loading instructions. There was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to multiple daily injections as backup therapy, place pump in storage mode, and return problematic pump, and technical support arranged shipment of replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.